Event description:
Hp-safety hazard. Pictures were rec'd and it is confirmed as a homedics/(B) (6) heating pad. This heating pad was in the area of a fire and is being looked at as the possible cause of the fire. Farmers insurance has hired a law firm to pursue a subrogation matter against homedics. Testing of the product is going to be done and we will hire an expert to be part of that examination. Our third party adjuster is handling the matter.